Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a supplemental form will be submitted.

Event description:
It was reported that at times when the wake button is pressed there is a delayed response before the pump responds. There was no reported impact to customers` blood glucose levels.